Manufacturer narrative:
The unit did not have a button response due to corroded keypad traces. There was no button error alarm during testing. The unit had moisture damage on the lcd board, a cracked battery tube thread, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that after jumping in the pool with the insulin pump on, they received a button error alarm, had a squishy keypad, and had water in the display. The customer's blood glucose level was 155 mg/dl. The customer was unable to troubleshoot due to the button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.